Manufacturer narrative:
Concomitant medical products: secondary tubing set, red cap. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, it is the customer's policy not to provide patient information.

Event description:
It was reported that IV vancomycin was administered as a secondary infusion, connected to a primary set, over 1 hour and 30 minutes through IV infusion pump. The nurse noticed that the entire contents of the vancomycin IV bag was empty within 10-20 minutes after the infusion started. The event occurred in intensive care unit (ICU). There was no patient harm reported. However, patient has a sensitivity to the medication so this had potential to have lead to a reaction. It was found during a non-bd investigation that the primary IV tubing's backflow check valve failed and the medication back flowed into primary infusion.

Event description:
It was reported that IV vancomycin was administered as a secondary infusion, connected to a primary set, over 1 hour and 30 minutes through an IV infusion pump. The rn noticed that the entire contents of the vancomycin IV bag was empty within (10-20) minutes after the infusion started. The event occurred in the intensive care unit (ICU). There was no patient harm reported. However, patient has a sensitivity to the medication so this had potential to have lead to a reaction. It was found during a non-bd investigation that the primary IV tubing's back-flow check valve failed and the medication back-flowed into the primary infusion.

Manufacturer narrative:
The customer¿s report of backflow check valve failure was confirmed. Disassembly of the check valve found the check valve disc was pinched within the housing and also discovered multiple particles located between the housing seal area and the affixed silicone diaphragm disk. The particle were identified to be silicone, oxygen, carbon and iron. The primary set and secondary sets were visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed during visual inspection. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing was performed with fluid and air bubbles immediately noticed going into the primary bag. Fluid was also noted to have gone past the check valve indicating a faulty check valve. The root cause caused by the check valve disc being pinched which is a supplier-related issue.